Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range (oor) shocking lead impedance (sli). Additional information indicated that the cause of oor sli was not determined. The physician will continue to monitor. The system remains in service. No adverse patient effects were reported.